Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for a breast case. It was reported that there was an instance of smoke or flame from using the handpiece. The site noticed a flame and that the heatshrink had a tear. There was a flame coming off the end of the handpiece tip. It was noted that the site switched the handpiece and the second handpiece worked fine. It was noted that the site was not touching the device to a hemostat at the time they noticed the flame. The handpiece was removed from the field and there was no patient or surgeon harm.